Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced adhesive issues infusion sets on (B)(6) 2026. The adhesive patch on infusion set was not sticking. The infusion set was used for two days. The insertion site was abdomen. No further information available.